Manufacturer narrative:
D10: concomitant product: product ID: 9735740, software version #: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6: a software analysis was initiated. However, the software evaluation found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. The case was reviewed and in the navigation system admin surgeon settings there was an option related to crosshair movement - images on the remain stationary, crosshair move or crosshair remain stationary, images move. From the logs there was no log captured the evidence of this admin setting. There are no other errors captured in the logs. The archive was reviewed and tried to reproduce this scenario in house. Admin setting: crosshair movement - on - images on the remain stationary, crosshair move : with this setting observed that images are moving in the trajectory views. Crosshair movement - off - crosshair remain stationary, images move : with this setting observed there is no movement in the images. Suspecting user might have selected crosshair movement option off under admin settings navigation tab. Code d15 is applicable to this analysis, as well as the previously reported codes b01 and c19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The system performed as intended. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the profile was set-up for trajectory1 and 2 to display the instrument moving, while the anatomy stayed stationary. During the case when these views were displayed, trajectory 1 had the anatomy moving along with the instrument. The manufacturer representative on-site reported the accuracy was not affected, and the surgeon proceeded with the case. There was no surgical delay and no impact on patient outcome.